Event description:
The incident occurred in germany during patient treatment. The hl20 system control panel displayed dashes and then restarted due to a ¿battery error¿ shown on the rota flow console, which was being used as the arterial pump on the hl20. This error caused the pump to stop. After the restart of the hl20 everything worked without any malfunction and the perfusion was completed without further problems. No harm to any person has been reported. Since the hl20 was restarted and a pump stop occurred, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The incident occurred in germany during patient treatment. The hl20 system control panel displayed dashes and then restarted due to a ¿battery error¿ shown on the rota flow console, which was being used as the arterial pump on the hl20. This error caused the pump to stop. After the restart of the hl20 everything worked without any malfunction and the perfusion was completed without further problems. No harm to any person has been reported. A getinge field service technician (fst) was on site for investigation of the hl20 serial#: (B)(6). Upon investigation of the fts the hl20 was tested for several hours and no malfunction was found. According to the getinge field service technician the most probable root cause could be determined to a short circuit in the rota flow console battery. The full investigation of the rotaflow console involved in this event will be conducted under complaint: (B)(4). Additionally, the initial medwatch for this event was submitted to FDA on 2025-11-27. (Mfg report number: 8010762-2025-0000523) the database shows this complaint as a single event. This complaint was found as a single event in the database of customer complaints for the indicated timeframe. The review of the non-conformities has been performed on 2025-11-26 for the period of 2008-04-25 to 2025-11-13. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2008-04-25. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the investigation results the reported failure "hl20 system control panel displayed dashes and the hl20 restarted because of a "battery error" which was displayed on a rota flow console used as an arterial pump" could be confirmed as a no hl20 related malfunction. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (hl20) has been manufactured on 2008. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.